Event description:
Technician alleged that the siderail could not latch. No pt impact.

Manufacturer narrative:
The technician found the siderail end tube missing the lower pivot block, bolt and roller guide. The technician replaced the siderail end tube lower pivot block, bolt and roller guide to resolve the issue.